Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had several episodes of asystole for which alarms were not provided at the information center ix. The issue occurred on (B)(6) 2017 between 2:05 am and 4:30 am several times involving bed 5113. The biomed has confirmed that the patient was not harmed. The patient was having long pause events that were resolved on their own while the patient was in hospital awaiting a pacemaker insertion.